Event description:
It was reported, during a pm inspection (pmi), that the insulation on the power cord of the 9600emi system was torn, where it enters the workstation. There was no report of patient or operator injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the power cord. The system was tested and found to be working as intended and placed back into service.